Manufacturer narrative:
(B)(4). Batch # r9538g. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot r9538g number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r9538g number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips would cut the vessel instead of clipping. The procedure was completed successfully.